Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to non diabetes related issues. However, the customer went into diabetes ketoacidosis while staying at the hospital as nurse lost his pump, but later it was found. No further information was provided.